Manufacturer narrative:
(B)(4). The complaint was confirmed and the the root cause was related to air in the line.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Complaint is confirmed for air in the but source and cause of air in the line is unknown. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a low drain volume alarm (lvd) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) asked what the display showed, the home patient (hp) stated the machine was in fill 1 of 6 and she thinks the air went inside of her. The tsr had the hp down arrow to manual drain and press enter. The tsr had the hp check the patient line line for air or fibrin. The hp stated the line was clear. The tsr instructed the hp to contact the peritoneal dialysis registered nurse (pdrn) about possible air inside of her body. The hp understood and would contact the pd rn. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2011 regarding the low drain volume alarm. The rn reported that the issue was resolved and the home patient is continuing therapy with little issues. The rn stated that the hp had been constipated which could have cause the low drain volume alarm. The rn was not sure what may have caused the air in the line. Per the rn, the home patient did not have any injury or harm as a result of this incident. The hp is doing fine and continuing therapy without issues. The rn stated that the hp had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.